Event description:
It was reported that the patient had been referred for a CT scan to see if the patient's leads had somehow migrated. Diagnostics were within normal limits. The believed relationship of the increased seizures/vibration sensation to the vns was "possible car accident." Prior to the car accident the patient wasn't having seizures. No further relevant information has been received to date.

Event description:
It was reported tht the patient was referred for and underwent lead revision. The implant card indicated high impedance - lead fracture. The explanted lead was discarded.

Event description:
It was reported that the implant card was mismarked and that diagnostics were within normal limits soon before the generator replacement surgery. No further relevant information was received to date.

Event description:
It was reported that the patient was in a car accident in (B)(6) 2019. Since then the patient has been titrated up twice and was having an increase in seizures. The patient was also reportedly feeling vibration in their chest. X-rays were reportedly "okay" no further relevant infomraiton has been received to date.